Event description:
It was reported that during a knee arthroscopy procedure, the pressure on the unit was set to 60mmhg and the actual pressure was 60mmhg. It was further reported that the unit ran through 900cc's of fluid in roughly two minutes. Further, the patient's thigh had all the fluid in it and the procedure had to be stopped.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a knee arthroscopy procedure, the pressure on the unit was set to 60mmhg and the actual pressure was 60mmhg. It was further reported that the unit ran through 900cc's of fluid in roughly two minutes. Further, the patient's thigh had all the fluid in it and the procedure had to be stopped.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection showed a broken warranty seal. The calibration sticker on the back of the pump indicates it is overdue for calibration. Further visual inspection of the outside of the pump confirmed no physical damage, only scratches were seen. Also, the roller wheel and the sensor were confirmed to have no physical damage. The case cover was removed for visual inspection of the inside of the pump and no damaged components were seen. Functional inspection confirmed no error messages depicted on the screen after switching on the pump. A hand pressure gage was used to check the accuracy of the pump. The pump read all values within the set value per service manual. A cassette tube was inserted set into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. Then pump was tested with a set pressure of 50 mm hg with a flow rate of 1.0 l/min. The pump was allowed to run for several minutes. After several minutes, the pump was able to maintain a set pressure of 25mm hg with the shaver outflow valve set on open and half way (which is an acceptable pressure value when running in select mode at high flow rates). Also when the shaver valve was closed off completely the pump read a pressure of 65mm hg (which is an acceptable pressure value when running in select mode with no outflow). A possible root cause could be user error. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.